Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of battery cap cracked and damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had the pump for about 6 months now and the battery cap has been cracked. The customer stated that water can easily get into the cap and the screen is all scratched up. The customer stated that he can barely read the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with broken battery cap, minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump was missing the end cap sticker and the address serial label.